Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporter (patient) indicated during follow-up for the right eye that the left eye was also having issues. This file was created. The reporter indicated the issue is continuing to obstruct the field of view in the form of clouds. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional following intraocular lens (iol) implantation, patient had cloudy vision. The patient also had infection in the eye, continuing to obstruct the field of view in the form of clouds. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
Upon further review, following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Upon further review with the medical review team, this complaint was reassessed and confirmed that, this event of ¿continuing to obstruct the field of view in the form of clouds¿ does not meet criteria for reporting as a reportable serious injury. This is more of cloudy vision/visual impairment (not visual field defect).